Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The reason for call was patient mentioned that device isn't working anymore, stated that maybe the internal battery is depleted. When asked, patient said she doesn't recall when first noticed therapy not helping anymore, at least a year. Agent did not ask about the circumstances that led to the reported issue. When asked if patient has made any adjustments patient said she did however that was quite a while ago and when she increased, was too high, said that it zapped her so she stopped making adjustments. Patient doesn't recall when this occurred. The issue was not resolved through troubleshooting. The patient called back and received the poor communication message. No further complications were reported.